Event description:
On (B)(6) 2003, this patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. On (B)(6) 2022, the patient underwent follow-up imaging which determined the perigraft seroma. On (B)(6) 2022, this patient underwent reintervention for treatment of a perigraft seroma (coded 2900-e:-underlying aortic/iliac disease - other/unknown) and aneurysm enlargement with no evidence of endoleak. The original main trunk was relined with two gore® aortic extender components and the limbs were relined with two gore® contralateral leg components. The amount of aneurysm growth is unknown; however the aneurysm measured 13cm in diameter at the time of reintervention. The physician suspects a type v endoleak due to the early generation graft however, none was confirmed. The patient tolerated the procedure with good results and no evidence of endoleak.

Manufacturer narrative:
As gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: pcc141200/ 021342804. Please note: the devices associated with this case and referenced on the medwatch were finished devices manufactured and labeled prior to the compliance date established by FDA (801.20) unique device identifier (UDI) requirement; so the UDI field was left blank. (Compliance date for class iii devices is (september 24, 2014). Patient medications include but are not limited to: aspirin, benzapril, celexa, coreg, glipiside, isosorbide, lantus insulin, lorazepam, metformin, namenda, ranexa, simvastatin, trazadone. Patient medical history includes but is not limited to: type 2 diabetes, gi bleed, peripheral vascular disease, history of thombocytopenia, aaa, CABG, carotid endarterectomy on right. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.